Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that upon carelink transmission the presenting electrogram (egm) shows t-wave over sensing (twos). No adjustments were made to the cardiac resynchronization therapy-defibrillator (crt-d) device and it remains in use. No patient complications have been reported as a result of this event.